Manufacturer narrative:
(B)(4). Batch # r92430. Investigation summary: the device was returned with no apparent damage. The device was tested on a gen11 and during functional testing, the clamp arm of the device could not open and close. There was also no audible feedback sound from the instrument and the lever did not actuate the clamp arm. In addition, the clicker was broken. The device was disassembled and it was found that the lever link pin was missing, which rendered the clamp arm nonfunctional. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the click sound, which would be heard when the trigger would be grasped, became not to be heard after two hours of usage. Right after that, though the handle was fully grasped, the jaws were not closed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.